Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Crf document review indicates that femur implant loosening at 5 years follow up. Patient has no pain or difficulty. Xray assessment states bone loss and implant loosening in femur, bone loss in patella. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: persona stemmed 5-degree tibia catalog # 42532008302 lot # 62371223; persona articular surface fixed bearing ultra congruent (uc) catalog # 42521200614 lot # 62324562; unknown cement catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0002648920-2021-00065, 0002648920-2021-00066. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had femoral prosthesis loosening and patella bone loss five years post operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.